Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 11 months. (B)(4). The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient went to the hospital due to a fever of unknown origin. The lvad system was producing elevated parameters. A ramp echocardiogram showed the lv not decompressing. Lactate dehydrogenase (ldh) was at 1000 u/l. The patient was admitted with possible device thrombosis and a high dose of heparin was initiated. After a week, the ldh and pfh had not come down with heparin alone, so integrelin was added. The patient then developed an intracerebral bleed for which a burr hole was placed. The patient recovered in the cardiac intensive care unit and was then transferred to step down where the patient recovered and was removed from all anticoagulation and anti-platelets. On (B)(6) 2018, heparin was initiated. The patient then experienced a non-occlusive cerebral embolic event last night and recovered rapidly (within an hour). The ldh had decreased to 419 u/l. No additional information was provided.